Event description:
Information was later received the high right ventricular pacing impedance measurements continued. It was indicated that this is an ongoing issue and the patient will continue to be monitored remotely. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high right ventricular pacing impedance measurement. All other measurements were normal. This lead remains implanted and in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.